Event description:
It was reported that during reprocessing, a broken wire was identified on a prograsp forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forcep instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was not completely broken, but frayed at the instrument distal clevis hub. The frayed strands stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.